Event description:
Rhinopharyngitis [nasopharyngitis], fever [pyrexia], chills [chills]. Case description: spontaneous report received on 08-sep-2008 from a (B) (6) female patient with osteoarthrosis in the left knee, (B) (6). The patient's relevant medical history includes total prosthesis of the left hip (performed in (B) (6) 2006), stress fracture, hypothyroidism (thyroid benign nodules), tinnitus, diffuse osteoarthrosis and osteoporosis. The patient had been treated before with 2 ostenil injections (dates not specified), without improvement. The patient received her first dose of synvisc on (B) (6) 2008 intra-articularly in the left knee. The night between (B) (6) and (B) (6) 2008, 2 days after the first injection with synvisc, the patient experienced fever (39 degrees celsius), shivers and face erythema. According to the patient, there were no respiratory disorder, face swelling of pruritus. The patient was seen by a general practitioner, who diagnosed rhinopharyngitis and prescribed orelox, solupred and doliprane. All described events were considered recovered as of (B) (6) 2008. In addition, on (B) (6) 2008 it was noted that the left knee was not red and not swollen. A second synvisc injection is planned on (B) (6) 2008. Concomitant medications reported include levothyrox (levothyroxine sodium), vastarel (trimetazidine hydrochloride), bi-profenid (ketoprofen), dedrogyl (calcifediol), ginkor (ginko biloba extract, troxerutin), sectral (acebutolol hydrochloride), tanakan (ginkgo biloba extract), nexium (esomeprazole magnesium). Investigation summary was received on 09-sep-2008: the production and quality control documentation for lot # p0823, with expiration date feb-2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Additional information received on 12-sep-2008 from a rheumatologist regarding the (B) (6) female patient. The physician reported that the patient's relevant medical history includes an advanced stage of osteoarthritis and that she was previously treated with 3 cycles of ostenil in 2006, 2007 and (B) (6) 2008. The physician confirmed that the patient experienced rhinopharyngitis after 48 hours of the first synvisc injection that was performed with endoscopic control. The patient was treated with antibiotics and corticosteroids. Blood was tested for white blood cells count (wbc) and c-reactive protein (crp). The results of leucocytes were 8000/mm3, crp was 21 (units unspecified). No hypereosinophilia was detected. On (B) (6) 2008 the patient received the second synvisc injection with endoscopic control. The rheumatologist reported that "clinical examination was normal" and locally the injected knee was normal: no effusion and no redness. The procedure was uneventful. During the night of the (B) (6) 2008 the patient experienced fever (38-39 degree celsius) and chills. The patient consulted her general practitioner on (B) (6) 2008. Biological testing was initiated but the test results are unknown at the time of this report. At the time of this report the outcome of the patient was unknown. The rheumatologist could not assess the intensity of the symptoms but assessed the relationship between synvisc and the events as possible.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot # p0823 with expiration date feb-2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. As of (B) (6) 2008, a total of 2 complaints have been reported for lot # p0823: one adverse event report and one damaged shipper box. Genzyme biosurgery will continue to monitor complaints to determine if corrective action is required.